Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: machine pressure sensor auto zero failed" error message (110b). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "check vent: machine pressure sensor auto zero failed" error message (110b). The customer reported that the gas delivery system (gds) was replaced, but the issue was not resolved. The rse advised the customer to contact the parts ordering department to receive a replacement gds. The rse recommended that the customer check the pin alignment between the autozero solenoids, and data acquisition (da) board. The customer made a second call to the philips rse and reported that the issue was not resolved after attempting to test with three different gds parts. During troubleshooting, the rse went through the signal path with the customer. The customer was provided with the part numbers for a replacement da to motor controller (ma) cable, da board, and mc board. A follow up was performed with the customer, and it was reported that the customer pin alignment was confirmed to be aligned. The customer reported that it was determined that the issue was with the mc board. The customer reported that the device was not repaired at the time the customer responded to the follow up. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the motor control (mc) board was replaced, and the issue was resolved. The customer reported that the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.